Manufacturer narrative:
E.2.: initial reporter is not a healthcare professional. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device had been visually inspected and had functional testing. Which also noted, distal fiber breakage, dents on distal edge, debris under cover glass, dents on outer tube and cracks on side of the video connector. The cause was determined, to be likely, due to a component failure. And the cause of that failure could not be determined. A device history review revealed, findings/no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will submitted.

Event description:
It was reported, the video telescope had a tear in the cord. At the base of the light source plug. There were no reports of patient harm.